Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave catheter the patient experienced a vasovagal reaction. An electrogram (ECG) was performed for diagnostics and the patient was treated with temporary pacing to resolve the reaction. The procedure was completed. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.